Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in clinic for follow up. Interrogation revealed auto mode switch due to oversensing noise on the atrial lead. A provocative test was done and no noise was seen. Other tested parameters were normal and stable. Atrial lead insulation damage was suspected. The patient was stable and will be monitored remotely.